Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The patient stated at approximately 4:00pm, they were at a store with their son and they knew they were feeling low and had left their glucose tablets in the car. They stated they ate some candy and was confused when they were at cash register. When they got home, the patient was fixing something for their son to eat and felt very tired and had a headache. They called their brother to take her to the emergency room (ER). While in the ER, she stated that she was dehydrated and hypoglycemic. The patient was treated with juice and fluids and was released after twenty-four hours. Additionally, the patient stated the cgm was reading 60 mg/dl; however, they didn¿t not specify when this had occurred. The patient was unsure of what the issue was with the dexcom and that they realized they did not receive an alert for a low. They also stated they were in a store and it was possible they did not have signal. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.